Event description:
A customer contacted baxter's global technical service center to report a lot of air bubbles in the patient line during therapy on the homechoice (hc) machine during the initial drain. The home patient (hp) ended therapy and was instructed to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because, it is the same as or similar to product distributed within the u.s.